Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The rewind, load and prime steps were performed successfully and with no alarms. A prime issue was not duplicate during investigation. The force sensor calibration was within specification. The pump was exercised for 24 hours with no alarms or a prime issue occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.